Event description:
It was reported to philips that the system's host computer was unable to boot, preventing a full system boot. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. Field service engineer (fse) visited onsite and confirm that reported problem. Fse found the host pc failed to boot at startup. Attempts to replace the host pc were unsuccessful due to the new unit being defoa. Following nss recommendations, fse replaced the host pc with a new unit, generated a new software license. After replacing the host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.